Event description:
A tps handpiece cord was sent for evaluation because it was causing handpieces to run without activation during performance testing. The event occurred during a routine field service maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.